Event description:
It was reported that the patient underwent a cervical fusion c4-7 surgery using "bone graft rhbmp2." Post-operatively, the patient has shoulder pain, had infection with two hospitalizations after surgery (dates not reported), difficulty swallowing, can't turn his head, has headaches, has blurred vision, and was told he may need additional surgery.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.